Manufacturer narrative:
(B)(4). Analysis was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test and force sensor test. No replace battery now alarms or unexpected low battery alarm noted. Power management tool confirms the unloaded voltage and loaded voltage were within specifications. The insulin pump was received missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin has been getting replace battery now alarm frequently. Blood glucose was unknown at the time of the incident. No further information was provided. The insulin pump will be replaced for analysis.